Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported that the tampon strings were missing from all tampons included in the package. She used one tampon and was able to manually remove the tampon. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful.